Event description:
The patient underwent a laparoscopic nephrectomy procedure. Following the procedure, the patient experienced a wound separation requiring medical intervention. The re-closure involved suture and local anesthesia.